Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, and continuous flush was maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a coiling procedure in acom (anterior communicating artery), the physician attempted to deploy third coil (subject device), but the microcatheter kept kicking out of the aneurysm. The physician manipulated the catheter to try and get the coil (subject device) to sit in the aneurysm. But the microcatheter kicked fully out and while trying to pull the coil (subject device) back into the microcatheter the coil (subject device) got hung up on the stent. The physician had to pull with force to remove the coil (subject device) and the coil (subject device) separated from the delivery wire. The physician then successfully removed the coil (subject device) with a snare, and did follow up imaging confirming that there was no harm done to the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that during a coiling procedure in acom (anterior communicating artery), the physician attempted to deploy third coil (subject device), but the microcatheter kept kicking out of the aneurysm. The physician manipulated the catheter to try and get the coil (subject device) to sit in the aneurysm. But the microcatheter kicked fully out and while trying to pull the coil (subject device) back into the microcatheter the coil (subject device) got hung up on the stent. The physician had to pull with force to remove the coil (subject device) and the coil (subject device) separated from the delivery wire. The physician then successfully removed the coil (subject device) with a snare, and did follow up imaging confirming that there was no harm done to the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.